Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer two was not detected on the bus and, upon inspecting the back of the station while it was powered on, observed no led lights on the drawer or its subdrawers. The engineer shut the station down, removed the back panel, and tested each subdrawer, identifying subdrawer 2.1 as faulty. The subdrawer 2.1 drawer controller and the module controller were replaced due to a lack of power output. After which the station was powered back on, firmware was applied to the boards, the drawer was assigned in the application, diagnostics and acceptance testing were performed, and the customer successfully tested the drawer to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and station was in offline. User rebooted but issue persisted. There were no adverse events or injuries reported based on this event.